Manufacturer narrative:
Date initial report sent: 10/27/2009. This was reported to the FDA.

Event description:
Procedure type: laparoscopic abdominal surgery. According to the reporter: as surgeon was using the trocar during laparoscopic abdominal surgery, he noticed the tip (a white plastic piece about 1/8 inch by 1/8 inch) was no longer on the device. He visually inspected the area where the trocar had been placed and did not see the piece. He chose not to do any more invasive exploration and left the piece in the pt. No pt injury was reported.